Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The distal detachment tip (ddt) was sheared off of the distal end of the pusher assembly and the embolization coil was detached from the pusher assembly. The embolization coil had offset coil winds. Conclusions: evaluation of the returned device revealed that the ddt was sheared off the distal end of the pusher assembly and the embolization coil was detached from the pusher assembly. If the rotating hemostasis valve (rhv) is not completely opened during retraction of the ruby coil, resistance may be experienced, and the ddt may shear off the pusher assembly. Shearing of the ddt will allow the embolization coil to detach from the pusher assembly. Further evaluation revealed the embolization coil had offset coil winds. This damage likely occurred due to forceful advancement of the ruby coil against resistance. The root cause of the initial resistance experienced could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the scrub technologist experienced resistance and the physician instructed the technologist to retract and re-sheath the coil. While retracting the ruby coil, the scrub technologist experienced resistance and the ruby coil unintentionally detached at the hub of the microcatheter. The physician was able to pull the ruby coil out and it did not unravel. The procedure was then completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.